Event description:
It was reported that "staple jamming." A new set was used to finish the procedure. No patient harm or injury reported. The patient's status is reported as "fine".

Manufacturer narrative:
(B)(4). The customer returned one unit 528235 visistat 35w 6/box for investigation. The returned stapler was visually examined with and with out magnification. Visual examination of the returned stapler severely misaligned staples in the cover block. The bottom component was observed to be misaligned but was determined to not be the cause behind the misaligned staples. The stapler was returned with the trigger nonengaged, and there was no evidence of biological material on the device. The stapler was received with an estimated 14 staples left in the cover block, indicating the customer fired at least 21 staples. Three of the jammed staples were removed for dimensional analysis. Dimensional inspection was performed on the jammed staples. A device history record (DHR) review was performed, and no relevant findings were identified. The applicable drawing was reviewed for dimensional inspection specifications. The IFU for this product, was reviewed as a part of this complaint investigation. The IFU states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." The reported complaint of "misfire/jamming - info not provided" was confirmed based upon the sample received. The stapler was returned with the trigger not engaged and the staples severely misaligned in the cover block. The stapler was disassembled and three of the jammed staples were removed for dimensional analysis. Dimensional inspection was performed on the jammed staples. The width of the staple 1 was 0.5627", which does not meet the specification of 0.5510"-0.5540" per the drawing r equirements. The width of staple 2 was 0.5621", which does not meet the specification of 0.5510"-0.5540" per the drawing requirements. The width of the staple 3 was 0.5627", which does not meet the specification of 0.5510"-0.5540" per the drawing requirements. Act ions to address the staples out of specification were established as part of non-conformance, which was closed on 31-oct-2025. The returned sample was manufactured prior to these actions on 01-nov-2024. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a corrected data: n/a

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "staple jamming." A new set was used to finish the procedure. No patient harm or injury reported. The patient's status is reported as "fine".